Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) was used to capture atrophy, stress fracture, medical device removal and surgical intervention.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of the right knee secondary to pain, joint instability and suspected loosening. Intraoperatively, the surgeon discovered quad atrophy and weakness; the skin was very significantly stretched thin over the incision which is right over the tibial tubercle; moderate sized effusion; significant wear on the rotating platform component; a small crack in the medial condylar region, not complete but consistent with probable stress fracture; the patella was not grossly loose although appeared to be significantly overstuffed with the mobile bearing type knee and the patellar component was very thick; confirmed tibial loosening at the cement to implant interface as well as the bone to cement interface; and determined the femoral component was well-fixed. Doi: (B)(6) 2015; dor: (B)(6) 2017 (right knee).